Event description:
The patient reported that two to three weeks ago, he was outside and his infusion device displayed 2.0 on the device screen. The patient did not notice anything else displayed on the screen. The patient was aware of the power pack recall, so he decided to change out the power pack. After changing out the power pack, the infusion device started working properly. The patient stated, the original power pack was in use for over 2 weeks. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned due to the patient discarding the product.

Manufacturer narrative:
No product will be returned for evaluation.